Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker battery as showing 1.5 years remaining at the last two checks, and at the most recent visit was showing 3.5 years remaining. There was also fluctuating out of range low pacing impedances less than 200 ohms, and observations of noise. The plan was to consider unipolar pacing and disk analysis at next follow-up appointment. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that at device check today the lead had unipolar pacing impedance consistent at 310 ohms (bipolar 160-370 ohms), and the battery status was showing 3 years. A disk analysis was performed and confirmed that the device has no resets or memory errors, and the power consumption shows the device has approximately 3 years remaining. Plan was to continue to do follow-ups every three months.